Event description:
The customer obtained a non-reproducible, falsely elevated vitros tropi es result on a single patient sample on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient was admitted and treated based on the elevated result. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4)

Manufacturer narrative:
Investigation into this event was unable to conclude a definitive root cause although user error in using improper pre-analytical sample handling may have contributed to the event. The investigation determined that the sample tested had poor sample integrity (hemolyzed sample), and the sample tube was processed outside of the sample tube manufactures recommendations. There was no indication the eci analyzer was not performing as intended. There was no allegation of patient harm as a result of this event.